Event description:
As reported by the field clinical specialist (fcs), during a left-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia (s3ur) valve in the native aortic position and 2ml less than nominal volume, leaflet motion restriction was observed post dilation; this resulted in frozen leaflets and acute aortic regurgitation. The patient's blood pressure dropped to 60-70mmhg and she did not respond to vasopressors. Cardiopulmonary resuscitation (CPR) was performed without response and the anesthesia plan was to convert to intubation. Extracorporeal membrane oxygenation (ECMO) was also initiated. During ECMO initiation, a 20mm valve kit was prepared as no additional 23mm inventory remained. The 20mm s3ur valve was promptly implanted with +2ml, after which the hemodynamics improved. Nevertheless, the patient exited the operating room with ECMO intentionally left in place as a preventive measure. Per report, the patient passed away on postoperative day 9.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: investigation findings, investigation conclusions and h11 have been updated. Additions to sections h6: component code, health effect - clinical code and type of investigation. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factor (central ar caused the lv remodeling and induced mr) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of deployed valve exhibits central regurgitation and leaflet motion restricted were confirmed based on the information available to date. Available information suggests procedural factors (post-dilation) likely contributed to these events as it was reported that a frozen leaflet and aortic regurgitation were observed after post-dilation. Attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to administrative review. Sections b4, g3, g6, h2 and h11 have been updated. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of deployed valve exhibits central regurgitation and leaflet motion restricted were confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests procedural factors (post-dilation) likely contributed to these events as it was reported that a frozen leaflet and aortic regurgitation were observed after post-dilation. Attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of valvular structures [e.g. Injury to the mitral valve/ apparatus] is a known potential complication associated with the tavr procedure. Per literature review, the appearance of significant mitral regurgitation (mr) is one of the possible complications of a percutaneous prosthesis implant procedure. Mr can become exaggerated after tavr for several reasons, including direct mechanical damage to the mitral valve leaflets or subvalvular apparatus by the guidewire or prosthetic valve, or ''impingement'' of the prosthesis on the anterior leaflet of the mitral valve because of low implantation of the prosthesis. Secondary mechanisms include myocardial ischemia, systolic anterior motion (sam) of the mitral valve leaflet with dynamic obstruction of the left ventricle outflow tract (lvot), significant paravalvular leakage, cardiac tamponade, and mechanical asynchrony due to conduction disorders (i.e. New-onset lbbb). Edwards extensively trains physicians before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, at the time of this report, the information available does not reasonably suggest a mitral injury occurred, there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. The reason for the native mitral valve regurgitation remains unknown as no additional information or relevant imagery was provided. However, per report, the patient was hypotensive with systolic blood pressures in the 60-70mmhg range which may have contributed. No other information was available. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.